Manufacturer narrative:
Batch review performed on 24-may-2024 lot 147821: (B)(4) items manufactured and released on 20-feb-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 years and 1 month after primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully.